Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 13-may-2026. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31674213) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the 4mm x 30mm enterprise 2 stent (encr403012 / 9730970) was impeded in the hub of the associated 150cm x 5cm prowler select plus microcatheter (606s255x / 31674213) and could not be pushed into the microcatheter. The physician retracted the stent first, then removed the microcatheter from the patient. The physician replaced both devices to complete the procedure. There was no report of any negative impact on the patient. On 24-mar-2026, additional information was received. The information confirmed the procedure was a stent-assisted endovascular embolization targeting an aneurysm on the middle cerebral artery (mca). A continuous, adequate flush was maintained through the microcatheter. The stent was only impeded in the hub of the microcatheter. The microcatheter was flushed and an adequate flush was maintained through the microcatheter. No damage was noted on the microcatheter. The information indicated that there was a reason the microcatheter was replaced; however, the reason was not provided. When the stent was removed from the patient, it was still on the delivery wire. There was no damage noted on the stent / stent delivery system. The replacement stent was another 4mm x 30mm enterprise 2 stent (encr403012) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). The information confirmed there was no negative impact on the patient and no clinically significant delay in the procedure due to the reported issue.